Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their reservoir had a leak. The customer¿s blood glucose level was unknown. The customer states the black o-rings come out of the reservoir which results in leak. The reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated 2 open/used reservoirs. Performed pre-fill reservoirs test per dop114-811 and des8654. Found reservoirs no leakage. Also, checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test per dop114-811 as follow: reservoirs filled with diluent and connected to a new infusion set, installed reservoirs and connector into 5xx pump. Conclusion: reservoirs not leaks. Evaluated 1 random seal reservoir. Performed pre-fill reservoirs test per dop114-811 and des8654. Found reservoir no leakage. Also, checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test per dop114-811 as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm pump. Conclusion: reservoir not leak.